Manufacturer narrative:
Originally reported a monarch cartridge was used during the initial implant procedure. This was reported in error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned in the lens case. Blood and viscoelastic are dried on the lens. One haptic is broken-gusset area (not returned). The optic has been cut from the edge to the center typical of a removal. A used company iii (d) cartridge was also returned. Minimal viscoelastic is observed in the cartridge. The tip has normal stress. The cartridge has evidence it was placed into a handpiece. Iol product history records were reviewed and the documentation indicated the product met release criteria. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use if a qualified viscoelastic. A non-qualified handpiece was indicated. The root cause for the broken haptic could not be determined. Evaluation of the product cannot determine when the broken haptic occurred. The surgeon indicated that the lens delivered with no issues and that the haptic was not broken in the anterior chamber after the surgery. The customer indicated the use of a non-qualified handpiece. The use of non-qualified combinations may lead to delivery issues and/or damage to the lens or the cartridge. In addition, there did not appear to be adequate viscoelastic in the cartridge. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the lens product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported two days following the implant of an intraocular lens (iol), the haptic was found to be broken and touched to the cornea. There were no noted issues during the initial placement of the lens or the following day. The surgeon noted the haptic was not broken in the anterior chamber upon implant and there was not any unusual resistance. The lens was removed and replaced during a secondary procedure. Additional information was requested.